Event description:
Literature: gervais-bernard h, xie-brustolin j, mertens p, et al. Bilateral subthalamic nucleus stimulation in advanced parkinson's disease: five year follow-up. J neurol. 2009;256(2):225-233. Summary: this study assessed the long-term efficacy and safety of bilateral subthalamic nucleus (stn) stimulation in pts with advanced parkinson's disease (pd). A total of 42 consecutive pts with idiopathic pd treated with bilateral stn stimulation were enrolled from november 1998 to june 2002. It was reported that one pt was excluded because of a skin infection over the electrodes, which had to be removed during the first post-operative year. See manufacturer report number: 2182207200903228.

Manufacturer narrative:
See scanned pages.